Event description:
It was reported to boston scientific corporation on (B)(4) 2011 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2011. According to the complaint, the physician opened an 18-20mm cre balloon; however, a 15-18mm balloon was inside the package. It was confirmed that there was not damage to the packaging and the sterile seals were not compromised. The procedure was completed with another 18-20mm cre balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
Patient age, gender, and weight are unknown. However, it was reported the patient is over 18 years. (B)(4)for the reported event of incorrect balloon component within package. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.